Manufacturer narrative:
The reported events of keratitis, endophthalmitis, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported on behalf of a healthcare professional that a patient with an implanted xen®45 gts developed a cornea ulcer directly over the cataract incision and endophthalmitis. The healthcare professional is unsure if it related to the xen. It was also noted that right eye pressure is 40+ and patient is getting a ahmed tube.